Manufacturer narrative:
Sc-1110, sn (B)(4). Device evaluation indicated that visual inspection found tool marks on the ipg case. The device passed all the required tests and revealed normal device characteristics. The device was in hibernation, and it regained the functionality after being fully recharged in two charging cycles. The battery depletion and quiescent current leakage rates were within the expected ranges when the device was turned off. The ipg passed the impedance test when it tested with known good leads.

Event description:
A report was received that the patients ipg would no longer charge and would not linked up effectively. Database analysis revealed no anomalies the patient underwent an ipg replacement procedure and was doing well postoperatively.

Event description:
A report was received that the patients ipg would no longer charge and would not linked up effectively. Database analysis revealed no anomalies the patient underwent an ipg replacement procedure and was doing well postoperatively.